Event description:
It was found that the access door was unable to be latched due to the door being disconnected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.